Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: updated - (b1) (b2).

Event description:
It was reported that a trach was inserted in august and was fine at first but developed a slow leak. Another cuff was put in after the first one, and seemed fine at first as well and then leaked. No adverse patient effects were reported.